Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the pacemaker exhibited intermittent under-sensing due to r wave variability. No intervention was performed.